Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 1000 mg/dl at the time of the event. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The customer uses quick-set infusion sets. The customer stated that the insulin pump did not alarm no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.